Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the pump reset process. After the reset, the error code did not reappear, and the caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.